Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the migration of 24.6mm of the proximal extension and the type 1a endoleak were confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest a sac growth of 5.4mm also occurred during a review of the 19-month post implant computed tomography (CT) scan. The most likely causation for the type 1a endoleak and migration is user-related. The neck angulation was 64 degrees (should be equal to or less than 60) which would be considered off-label. Procedure-related harms of this complaint could not be determined with the medical records available for review. The final patient status was reported as doing well post-secondary procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. B5: describe event or problem . B2: outcomes attributed to adverse events has been updated . G4: date of received by manufacturer - updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft, an afx vela infrarenal, and an afx vela suprarenal. Approximately one and a half (1.5) years post initial implant the patient presented emergently with back pain. A type ia endoleak with implant movement was identified. Additionally, a large renal cyst was found. Reintervention is scheduled post treatment of the large renal cyst. It was also reported that the patient failed to attend their thirty (30) day and one (1) year follow-up computerized tomography exams. The patient was reported to be stable. Additional information: a clinical assessment determined that there was evidence to reasonably suggest a sac growth of 5.4mm had also occurred. The sac growth was discovered during a review of the 19-month post-implant (CT) computed tomography scan. A re-intervention was done. The physician elected to implant an afx vela infrarenal and an afx vela suprarenal. The type 1a endoleak was successfully sealed. The final patient status was reported as doing well post-secondary procedure.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft, an afx vela infrarenal, and an afx vela suprarenal. Approximately one and a half (1.5) years post initial implant the patient presented emergently with back pain. A type ia endoleak with implant movement was identified. Additionally, a large renal cyst was found. Reintervention is scheduled post treatment of the large renal cyst. It was also reported that the patient failed to attend their thirty (30) day and one (1) year follow-up computerized tomography exams. The patient was reported to be stable.